Event description:
While using the burr during a shoulder arthroscopy the surgeon noted what he thought to be metal fragments in the irrigation fluid in the joint. This happened again during a similar case several days later when the surgeon noted metal shavings seen in the joint space during arthroscopy.====================== manufacturer response for formula aggressive barrel bur 6 flutes 4mm, formula aggressive barrel bur 6 flutes 4mm======================report was sent to manufacturer by central processing staff. The equipment was removed from the core shelves in surgery and sequestered.